Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "What was done to treat the shard penetration?¿not available; no treatment details were provided. Was medical or surgical intervention required? Not reported. Was there any special diagnostic test performed? Not reported. What is the status of the surgeon injury today? Current status is unknown; no follow up information was provided. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unknown; no information was available regarding ampoule handling. Was the ampoule crushed repeatedly? Unknown. Please perform and document the follow up attempt for product return. There are no product returns. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product available to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Please perform and document the follow up attempt for product return.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date in (B)(6) 2025 and a topical skin adhesive was used. During the procedure, a protruding glass ampoule piece, which the doctor described as a thorn, injured the doctor¿s finger upon use, causing bleeding. Another product was used to complete the patient's case. Additional information was requested.